Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that the calcified and tortuous distal left circumflex target lesion was predilated with an rx voyager. After the xience v was implanted in the target lesion, dissection was identified in the mid segment of the vessel requiring add'l stenting with a second xience v stent to seal the dissection. There was no adverse pt sequela reported. There was no add'l info provided.

Manufacturer narrative:
(B)(4). (B)(4). In this case, there was no reported product deficiency. Dissection is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.